Manufacturer narrative:
Correction: e1 (street 1) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a anastomosis. It was reported that after the implant, the patient experienced fluid collection, ileus, stool draining out of midline incision, abscess, anastomosis leak, wound infection, perianal sepsis, non-healing abdominal wound, anal cavity stricture, fistula, adhesions, nausea, vomiting, & labs abnormal for hemoglobin; iron; creatinine. Post-operative patient treatment included CT scan, hospitalization, exploratory lap, takedown of anastomosis, drainage of abscess, creation of end ileostomy, stapler used from proximal & distal ends, wound exploration, sigmoidoscopy, seton placement, proctocolectomy, revision to small bowel resection & ileostomy, ng tube, PICC line, tpn, blood transfusion, IV iron infusion, antibiotics, & wound care.

Manufacturer narrative:
H6 ime e2402: ileus, labs abnormal for hemoglobin; iron; creatinine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: removed additional code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.